Manufacturer narrative:
Sections with additional information as of 11-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ dry mouth, fruity breath, frequent urination and increased thirst. Manufacturer contacted customer several times in follow-up calls to ensure the patient condition improved and the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for error message (e-2). Daughter is calling on behalf of the customer. Customer had just obtained the meter on the day of call. During the call, a back to back blood test was performed by the customer and produced test results of hi twice using the meter. Customer is a newly diagnosed diabetic and did not know her expected blood glucose test result range. At the time of the call, the customer reported symptoms of dry mouth, fruity breath, frequent urination and increased thirst. Medical attention was not required at the time of the call. The meter memory was not reviewed for previous test result history.